Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that it was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A first clip was implanted with no issues. The second clip was implanted, however, the clip opened at about 35-40 degrees. Troubleshooting was performed but the clip ended up still opening at about 35-40 degrees when the lock line was being removed but remained stable. No other clip was implanted and the procedure ended with the mr reduced to 2+. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, and a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.